Manufacturer narrative:
Attempts to contact the customer have been unsuccessful and are ongoing. A product return was not requested at the time of the complaint. Should additional information become available resulting in new, changed, or corrected information a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported that there was black dust in the battery compartment of her freestyle device. At the same time she reported that she had mastitis and had received antibiotics from her physician to treat the mastitis.